Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The event of covid-19 infection (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reports patient injection in the tear troughs with two syringes of juvéderm voluma® xc. Two weeks later, patient was injected in the jawline with one syringe of juvéderm® ultra xc. Approximately four months later, patient underwent fat transfer surgery and was also diagnosed with covid-19 infection. Approximately a months later, patient received their first shingles shot. The next month after the shingles vaccination, patient noticed something in the jawline the following month and a dermatologist confirmed granulomas. No report of biopsy. A couple weeks later the patient developed nodules under the eyes. Patient received their second shingles shot administered the next month. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00193 (allergan complaint #(B)(4)). This MDR is being submitted for the juvéderm® ultra xc injection.